Event description:
An angio-seal closure device was deployed on (B)(6) 2011. The pt developed a pseudoaneurysm at the right femoral site which was confirmed on (B)(6) 2011 via duplex ultrasonography. The pseudoaneurysm was treated with manual compression. A repeat duplex ultrasound was performed and the pt was discharged the next day.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.